Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because it was not returned no investigation could be performed. A lot number was also not provided, and so a DHR could not be performed.

Event description:
The initial reporter stated that there was a hole in the infusion line. They stated that they didn't notice until a few hours after the infusion was started. Mmdg made multiple attempts to follow up with the initial reporter and obtain additional information about the event and the patient, but these attempts were unsuccessful. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. During the investigation mmdg was able to confirm that the set did have a hole in it, however, the cause of the defect could not be determined. A lot number was also not provided, and so a DHR could not be performed.

Event description:
The initial reporter stated that there was a hole in the infusion line. They stated that they didn't notice until a few hours after the infusion was started. Mmdg made multiple attempts to follow up with the initial reporter and obtain additional information about the event and the patient, but these attempts were unsuccessful. (B)(4).